Manufacturer narrative:
(B)(4). Conclusions: the headset broke when the operator placed it on the pt's head. The cause for breaking is a combination of the usage by overstretching and torque during placing of the headrest and the used material.

Event description:
When the operator placed the headset on the head of the pt, it fractured and a piece of the headset injured the operator's face. A minor scratch was observed on the head, no treatment required.